Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to activate device with response buttons) was confirmed. Upon investigation the front response button was non-functional. The cause of the defective response button switch was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient was unable to activate the device using the response buttons.